Manufacturer narrative:
(B)(4)

Event description:
It was reported that, during an open gastrectomy, the cartridge pan came off and fell into the patient after the 2nd firing when it was use on the gastric. The fallen pieces were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.